Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that during the past 3 weeks, the infusion device has had some delivery issues. Pt stated, she noticed an increase in her blood glucose value. Pt reported her blood glucose level was up to 390 mg/dl on (B)(6) 2011. Pt stated, she changed the insulin cartridge and attempted to fill the infusion set, but in some cases, it didn't fill completely. Pt reported this may be due to a piston problem as it doesn't move properly during extension. Pt stated, her doctor suggested she return to injection therapy; does not have a backup infusion device. No further info is available. Product was replaced and requested return of the suspect product for eval.